Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received from the remote monitoring system indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The patient was seen in clinic for additional follow-up at which time impedance variations could not be reproduced. X-ray of the lead was negative for any signs of damage. The physician elected to continue with routine follow-up and remote monitoring. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an alert was received from the remote monitoring system indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The patient was seen in clinic for additional follow-up at which time impedance variations could not be reproduced. X-ray of the lead was negative for any signs of damage. The physician elected to continue with routine follow-up and remote monitoring. No adverse patient effects were reported. This system remains in service. At a recent follow up in 2022, high, out-of-range pacing impedance measurements continue to be observed. During troubleshooting, non-physiologic noise was produced with provocative maneuvers. Technical services discussed additional testing by taking continuous impedance measurements, and recommended x-rays to evaluate the lead body. No adverse patient effects were reported. At this time, the device and rv lead remain implanted and in service.